Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, one (1) year and seven (7) months post-implantation, the patient began to experience instability. A revision surgery was performed and the articular surface was exchanged without reported complication. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). D10: medical product: vanguard cr ilok fem-lt 65: catalog#183028, lot#j7323878; biomet cc cruciate tray 71mm: catalog#141233, lot#j7362703; series a pat thin 37x8.6 3 peg: catalog#184788, lot#277350; refobacin bc r 1x40 us: catalog#110034355, lot#ax13ab0302; refobacin bc r 1x40 us: catalog#110034355, lot#y38baj2102. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional and it was determined further review would not enhance the investigation. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.